Event description:
A rep reported that the pt was experiencing increased baseline spasticity. It was also noted that during two instances the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). Approx one week ago during the pt's last refill, the arv was 8 ml and the erv was 2 ml. The pt started (date no specified) to experience increased baseline spasticity (more stiff and difficult to manage). They checked for a volume discrepancy again and found that the arv was 37 ml (erv was 34 ml). The pt was receiving intrathecal lioresal (dosing program was not provided). A dye study had been performed but no problem was found. The hcp was considering further troubleshooting. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.